Event description:
Same case as: 6000093-2007-00515, 6000093-2007-00517. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The physician placed a 3.00x16 mm, 2.75x32 mm, and a 2.5x24 mm taxus express2 drug eluting stent in the 80-90% stenosed lesions in the mid and distal left anterior descending (lad) artery. Eight months post the stent placement, the mid lad was found to be 70% restenosed and the distal lad was 80% restenosed. The procedure was completed by inflating a 3.25x15 mm balloon, to 16 atms, in the mid lad and a 2.75x15 mm balloon, to 14 atms, in the distal lad bringing the stenosis down to 0%. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.